Event description:
It was reported that the display on the insulin pump was blank. Prior to the blank display, the insulin alarmed failed battery test. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank and the insulin pump was warm due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. No further testing could be performed due to the blank display.